Event description:
On 06/25/07, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high compared to his normal/expected meter results. The pt indicated that he had been using a box of 100 test strips that had been consistently giving meter readings around "9.0 mmol/l" for about a 3-week period. His normal blood glucose levels are generally less than "8.0 mmol/l". The pt typically has symptoms of weakness and cold sweats for blood glucose levels below "6.0 mmol/l." In those cases, the pt usually eats food or drinks orange juice to raise his blood glucose. On an unspecified day about 10 days prior to calling lifescan in 2007, the pt began to feel like he was "going low" and started to have symptoms of cold sweats, shakiness, feeling weak, and seeing "tunnel-vision." The pt tested his blood glucose at that time and got a result of "9.0 mmol/l" around 10:00-10:30 pm. Based on the symptoms, the pt informed the customer service representative (csr) that he would have expected to get a meter result between "5.3- 5.7 mmol/l."the pt then took his evening dose of 30 units humulin- n insulin right after obtaining the result of "9.0 mmol/l." Around 2:00 am, the pt's symptoms intensified. The pt again tested his blood glucose and got a result of "9.0 mmol/l" the patient assumed that the symptoms were due to a possible oncoming illness not related to his blood glucose levels. He then attempted to go to sleep. At about 3:30 am, the patient reportedly had a severe sensation that "something was wrong" with his blood glucose level. At that point, the pt's tunnel vision had intensified more and he was now having severe weakness and a strong headache. He did not attempt to treat himself at that time and just had his wife take him to a hosp. At 3:50 am, the pt's blood glucose was tested on an unidentified device in a hosp and a result of "2.8 mmol/l" was obtained. He did not test his blood glucose with the reported meter while in the hosp. He was treated with orange juice in the hosp and then released. The pt claimed that all of the reported test strips were pelling upon insertion into his meter. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that he was getting inaccurate high meter results. The pt got meter results that did not correlate with his symptoms. The pt claimed he did not attempt to treat the symptoms, the symptoms got worse, and he ended up receiving treatment for hypoglycemia in a hosp.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.